Manufacturer narrative:
Device evaluation: the device was returned for evaluation. The examination and testing of the device showed leakage from the fluid tank at the drain fitting area. The cause of the damage at this area was not confirmed.

Event description:
It was reported the device was leaking. No patient injury reported.